Manufacturer narrative:
(B)(4). Multiple follow-up attempts made to the facility to obtain a sample and additional information regarding the reported event were unsuccessful. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports during a chemotherapy administration, the pump alarmed "2113" and chemo was noted to be leaking inside the pump door.